Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges she did not receive the battery empty error message prior to the pump shutting off. No adverse event reported. Requested return of the alleged device for evaluation.